Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the power supply. The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).

Event description:
Covidien received information stating that while in use on a patient an 840 ventilator generated a device alert that rendered it into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.